Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during the on-site evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There were no delays in the procedure. The procedure was completed with a different device. The intended procedure is for abdominal surgery. No death or harm to the patient was reported as a result of the procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A field service engineer went onsite and confirmed that the device was working with no fault. The customer allegation was not confirmed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head has occasional no image. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).